Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy, on transection of the distal sigmoid, after pressing the green button, the surgeon could not squeeze the handle and the device did not fire. No staple line was placed into tissue. At the end, they used another stapler and another stapler loading units to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six reloads. Visual inspection noted that five of the reloads were pre-fired and engaged in interlock with the jaws open. The sixth reload was received in its sealed blister package. Functional testing of the reloads found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.